Event description:
Left breast tissue irritation with burning, possible implant leakage, anemia, constipation, fatigue, night sweats, headaches, chills, fever, weakness, pain in chest, hands, feet, arms, back, wrists and fingers, cough, breathing problems, blurred vision, deflation of saline implant, arthritis, joint swelling, pain, and stiffness, swelling of hands/fingers, breast tenderness, fatigue, sorethroat, general aching/stiffness, coldness and pain of extremities, incorrect breast implant size, malposition of implants, asymmetry, noises, visible implant wrinkles and rippling, constant pain, can't sleep, fearful, sun sensitivity, nose sores, kidney infections, no strength in arms/legs, recurrent pancreatitis, malnutrition, gastritis, nausea, vomiting, fibromyalgia, seronegative arthritis, upper abdominal pain, esophagitis, respiratory tract infections. (Also see 1003798, 1003799.)